Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an inaccuracy issue. There was more than 2mm acceptable degree of error. The site switched to a different medtronic navigation device to complete the case. There was a reported delay of less than one hour and no reported impact to patient outcome. The representative noted that the registration and set up was one of the best they had seen. 1.0 mm registration accuracy and two large green zones. The system was at least 3-4mm inaccurate in some locations of the sinus specifically the superior/inferior planes. Archives were reviewed by technical services (ts). 3 registrations all with metric below 1.5 mm. Two registration points where the site lifted the prove off of the face. The third registration had all green points with tracing on the nose and forehead. No tracing was done posterior on the patient.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of returned files found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.